Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported electrode 10 had been out of range since (B)(6) 2014 per the note in the clinician programmer. It was greater than 40000 ohms. Reprogramming was attempted. The cause of the high impedance was not determined. Relevant medical history included reflex sympathetic dystrophy syndrome, causalgia-complex regional pain syndrome, and spinal pain.